Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a disconnected defib-monitor interconnection flex cable. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for pacer and defib functions. Complainant indicated that there was no patient involvement in the reported malfunction.